Manufacturer narrative:
The returned device was evaluated and no issues were noted that would result in high blood glucose levels or cause the cannula to become dislodged from the infusion site. Inspection of the exposed portion of the soft cannula did not find it bent or kinked.

Manufacturer narrative:
Lot release records were reviewed and the product lot met all acceptance criteria. The device was returned to the manufacturer for evaluation and the investigation is in progress. A supplemental report will be submitted upon completion of this activity. Omnipod insulin management system ¿ user guide model: ust400 17845-5a-aw rev b 09/17 changing your pod chapter 3 / pages 33 warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Checking your blood glucose chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patient reported that she noticed her blood glucose was going up and, when she checked the pod, that the cannula was becoming dislodged. The patient's levels reached 433mg/dl while wearing the pod on her abdomen for between 4 and 24 hours. Treatment included giving a manual injection and changing the pod. The patient stated that the cannula appeared bent when the device was removed.